Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 29 mg/dl. The customer stated that her blood glucose reading had been 163 mg/dl one hour prior to the event. She did not believe that her insulin pump was working as designed. She did not know why her blood glucose reading dropped. She declined troubleshooting for and replacement of the insulin pump, advising that she would consult with her doctor. She stated that she had already gone through troubleshooting procedures for the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.